Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use that a cardiosave intra-aortic balloon pump (iabp) a leak (gas loss) occurred in the iab circuit and kept reoccurring. Therefore, the iabp was replaced with another unit. There was no impact on the patient.

Manufacturer narrative:
Updated fields - b4, d9, e1(initial reporter), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A field service engineer (fse) evaluated the unit and the issue was reproduced after in-house verification. Verification revealed a fail in the pneumatic interface module tests and a fail in the fill manifold tests, indicating that the cause was a faulty k4 valve. The pneumatic module assembly (0997-00-1178), which houses the faulty k4 valve, was replaced. After the replacement, the above two leak tests were performed and all passed. Furthermore, continuous operation was carried out for 5 days and normal operation was confirmed.